Event description:
Device report from (B)(6) reported the following: on (B)(6) 2011 the doctor used lcp reconstruction plate 3.5mm 10 holes for a clavicle shaft fracture. On (B)(6) 2011 it was found that the lcp plate was broken. The doctor commented that the reduction was not good enough and early weight bearing led to the plate breakage.

Manufacturer narrative:
Date of event: (B)(6) 2011. Clarification has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.